Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod reportedly alarmed during pod activation. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. The download data does not contain any alarm, timeouts or drive stalls. Investigation found no issues with the device. Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The length of soft cannula was observed to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.